Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019, there was a lump on his abdomen at the sensor insertion site. Further contact was made with the patient on (B)(6) 2020. The patient confirmed that he was evaluated by his physician (date unknown). An ultrasound was performed and was negative for a retained sensor wire. The patient stated that no medication was prescribed, and a follow up appointment with the physician was made for the week of (B)(6) 2020. No additional event or patient information is available.